Manufacturer narrative:
Initial reporter address: (B)(6). The complainant indicated that the device was discarded; therefore, a problems analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a procedure performed on (B)(6) 2022. During the procedure, when attempted to insert the advanix pancreatic stent, it was found that the flap became broken and they could not insert it all the way through. It was reported that the stenosis might be stiffed. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.